Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). Device evaluated by MFR. Returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscope inspection revealed a 10mm longitudinal tear 4mm proximal from the distal markerband. There was blood and contrast in the inflation lumen. There was contrast in the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.